Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so customer technical support provided pump reset information and assisted with resetting. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while instructed to call back if any malfunction code reappeared.